Event description:
A falsely elevated troponin I result of 5.83 ng/ml was obtained on a pt sample. The result was not reported. The same sample was retested on the same instrument and a result of 0.04 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicates that the most likely cause for the falsely elevated troponin I result was hm maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicates that the most likely cause for the falsely elevated troponin I result was hm maintenance. The operator replaced hm probes, tubing and hm pumps from the instrument with guidance from a dade behring inc. Technical assistance center representative. The instrument is operating within specifications.